Event description:
It was reported that an angio-seal was selected for use post coronary angiogram. There was no scarred, fibrotic or peripheral vascular disease at the puncture site and the angiogram reported normal coronary anatomy. At the conclusion of the procedure, a femoral angiogram was completed and a 6f angio seal vip was placed in the right common femoral arteriotomy (rfca). The patient complained of groin pain at some point after the procedure (time unknown). In 2009, the patient had a doppler ultrasound of the right groin, which reported normal findings. Two days later, the patient underwent a CT scan of the rcfa, which revealed a short flap in the middle part of the right femoral artery in the vicinity of where the femoral angiogram had been performed. Anteriorly, at that level the arteries also showed a minor area of irregularity. The artery proximal and distal to that level was well maintained. Although the findings were minor, the patient underwent repair of the dissection (exact date unknown). The patient has had no ongoing issues. The implant date and event date are specific, the exact dates are unknown. The patient's medications include statin, ace, and arb.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot emt manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. A radiographic paper print image was received with the event. The image has no identification markers on it and appeared to be a view of the pelvis region. An indwelling sheath and contrast medium were seen on the image and the image may represent a sheath injection of contrast. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.